Manufacturer narrative:
This report is being filed to correct the model number and unique identifier (UDI) # in response to an FDA request.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 5.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during the initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient injuries reported and the patient was in good condition post procedure.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery. A 5.0mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. However, during the initial inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient injuries reported and the patient was in good condition post procedure.